Event description:
The customer stated, that the unit switched off while being used during patient transport. The user tried to power cycle the device, but was not successful. They made a successful switch to the second unit available which was used for the remainder of the transport. No pt injury occurred.

Manufacturer narrative:
The device has not returned to the u.s. Upon receipt and conclusion of the investigation, a supplemental will be submitted.